Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri) via charge time. The device is a part of the mid-life display of replacement indicators advisory. No adverse patient effects were reported. A request for the return of the device has been made.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.